Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose rose to 580 mg/dl. The customer's mother stated insulin was dripping out during the fill tubing process. The mother reported issues when changing out their reservoir. The customer's blood glucose was 357 mg/dl at the time of the call. The mother also stated the customer felt tired, lethargic and had a stomach ache from their high blood glucose. Troubleshooting found the customer insulin pump passed a high pressure test. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.